Event description:
It was reported that the lower display on the external pulse generator would "run" or fade, when used. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 2014(deyj1) this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the lower display on the external pulse generator would "run" or fade, when used. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the lower display would run or fade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.